Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material attached to the device. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, t is likely that there was difference of recognition on device handling between the user and recommendation by olympus. However, a conclusive root cause was not determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.